Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue and a separation between the dark blue female connector and the light blue main body of the twist clamp on a ce minicap extended life pd transfer set; this was further described by the customer as ¿one of our patient lines came loose and was unscrewing on the patient side of the navy blue connection¿. This issue occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation with a minicap attached. A visual inspection with the naked eye noted the female connector separated from the main body. There was no evidence of damage on the female connector. Functional testing including leak, clear passage and clamp function testing was performed with no issues noted. A connection was performed between the female connector, minicap, and an in-lab patient connector with no issues noted. The reported connection issue to the female connector was not verified; however the separation of components was verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this separation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.